Event description:
After rotational atherectomy with an unknown size burr, a 3.5mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the right coronary artery. It was not possible to cross the severely calcified lesion despite multiple attempts. During the last attempt to cross the lesion the stent dislodged from the delivery balloon in the proximal vessel. A 1.5mm ptca balloon was inserted and inflated to expand the dislodged stent. A 3.5mm ptca balloon was then inserted and inflated to fully deploy the stent at the unintended site. Subsequently, the case was completed with the implant of two be2 stents and two stents from another MFR. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The severely calcified lesion not being pre-dilated may have contributed to the event.